Manufacturer narrative:
The sample is available for evaluation but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Event description:
Customer reported a set that came apart at the hub above the last luer locking device. The patient was set to receive hyperal and intralipids. The reported condition occurred during patient use. No patient injury or medical intervention occurred. No additional information was available.

Manufacturer narrative:
The reported condition of separation was confirmed. The tubing was separated from the micro bore bifurcated "y" due to solvent bond failure. Personnel involved in the manufacturing process will be notified about this report. A batch review could not be performed due to the lot number not being known. Should additional information become available a follow up medwatch will be submitted. (B)(4).